Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached three non-penumbra coils and two smart coils into the patient using another manufacturer's microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced strong resistance around the proximal portion of the microcatheter. The smart coil was then removed and another attempt was made to advance the coil into the microcatheter; however, the coil would not advance out of its introducer sheath and into the microcatheter. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a new smart coil without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked in multiple locations. The embolization coil was damaged in its proximal region. The embolization coil was intact and able to advance out of the introducer sheath with negligible resistance. However, the embolization coil was unable to be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds and gaps near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, resistance may be experienced, and damage such as this may occur. This damage likely contributed to the resistance experienced by the physician during the second attempt to load the coil into the microcatheter and the inability to load into a demonstration microcatheter during evaluation. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and likely occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.